Event description:
The device generated a result of "lo" (>10 mg/dl), without having first applied blood or control solution to the test strip. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.